Event description:
Affiliate reported that fluid did not flow through the device and it needed to be replaced. It was implanted in 2008, and replaced two days later.

Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does becomes available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.